Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4).

Event description:
This report is being filed after the review of the following journal article: heflin, j. Et al. (2018), parallel proximal fixation in rib-based growing rod system, spine, vol 43(14), pages e855-e858 (canada). The purpose of this study was to evaluate scoliosis correction, maintenance of spinal growth, sagittal balance, and associated complications of surgical management in patients treated with rib-based distraction using either standard in-line proximal rib-cradle constructs or a novel parallel proximal anchor construct. Between 2011 and 2014, a total of 56 patients were treated with an unknown synthes vertical expandable prosthetic titanium rib (veprt). They were divided into 2 groups: 31 patients had in-line constructs and 25 had parallel constructs. The following complications were reported as follows: in-line group- 43 patients had complications. 29 patients required surgical intervention. 15 patients implant failures. Parallel group- 14 patients had complications. 6 patients required surgical intervention. 4 patients had implant failures. The most common implant-related complication was device migration for both groups. This is for an unknown synthes vertical expandable prosthetic titanium rib (veptr). This is report 2 of 2 for (B)(4).